Manufacturer narrative:
The device was inspected, and the issue regarding a burnt main back-plane was confirmed. Images of the device were provided, which confirmed the burned back-plane. Additionally, in the provided device logs, several generated technical alarms were found, which could have been generated by the burned back-plane. The main back-plane primarily functions as the interconnection board for printed circuit boards and other components. It is also connected to the inspiratory channel for communication with components in the inspiratory section. The system ID and operating time are also stored in the main back-plane. The whole servo-air base unit was returned to our returns department for further investigation and factory repair. During the investigation, the reported issue with the burned main back-plane was confirmed, and the main back-plane was replaced together with the rear handle, as it was cracked. After replacement, the device passed the pre-use check and successfully underwent ventilation for sixteen hours. Electrical safety tests were also performed successfully with approved results. Our conclusion is that the reported issue was confirmed through ocular inspection, identifying the main-back plane as the root cause of both the reported malfunction and the generation of the technical alarms documented in the provided device logs. The underlying reason for the main back-plane's burning remains undetermined.

Event description:
Manufacturer's ref#(B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error and several power errors. There was no patient harm. Manufacturer's ref. # (B)(4).